Event description:
Per the clinic, during surgery for implantation of an auditory brainstem implant, the patient became medically unstable and the surgery was terminated. The device was not implanted. The patient is currently listed as medically stable, but still in the intensive care unit as of the date of this report, (B)(6), 2012. It is unknown if there are plans to reschedule the patient for implant surgery.

Manufacturer narrative:
(B)(4): device never implanted.

Manufacturer narrative:
Correction: the correct brand name is 'nucleus 24 auditory brainstem implant system'; not 'nucleus 24 channel cochlear implant system' as previously reported. Correction: the correct PMA # is 000015; not 970051 as previously reported. This report is filed october 1, 2013. Device was never implanted.